Manufacturer narrative:
(B)(4). 55mm lft standard mand part#24-6556 lot#538170a tmj system right standard mandibular component 45mm / 7 hole, part# 24-6545, lot# 539270a tmj system right fossa component, small, part# 24-6562, lot# 547100b tmj system left fossa component, small, part# 24-6563, lot# 532100b 2.4mm system high torque (ht) cross-drive screw 2.7mm x 8mm, part# 91-2708, lot# ni I 2.4mm system high torque (ht) cross-drive screw 2.7mm x 12mm, part# 91-2712, lot# ni tmj system cross drive fossa screw 2.0mm x 9mm, part# 99-6579, lot# ni 2.7mm system emergency cross drive screw, 1/pkg 3.2x8mm, part# 99-9948, lot# ni 2.7mm system emergency cross drive screw, 1/pkg 3.2x10mm, part# 99-9950, lot# ni no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided for the screws. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021- 00321, 0001032347- 2021- 00322 , 0001032347- 2021- 00323 , 0001032347- 2021- 00324, 0001032347 - 2021 - 00482, 0001032347 - 2021 - 00484, 0001032347 - 2021 - 00485, 0001032347 - 2021 - 00486, 0001032347 - 2021 - 00487.

Event description:
It was reported a patient underwent a revision of bilateral temporomandibular joint implants seven (7) years following implantation due to unknown reasons. Attempts have been made and no further information has been provided.